Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak. -the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, the patient underwent an endovascular procedure using gore® excluder® aaa endoprostheses (rmt231414j/11570627, pxc201400j/11650371) to repair an abdominal aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2016, a follow up was performed. Type ib endoleak from ipsilateral-leg on left side was reported. On (B)(6) 2017, a follow up was performed. The aneurysm enlargement (size: unknown) was reported. On (B)(6) 2017, additional gore® excluder® components were implanted to the ipsilateral-leg. The type ib endoleak had not completely resolved. The decision was made to monitor the patient. The patient tolerated the procedure. It was reported that the endoleak was due to worse condition of the left common iliac artery. No further information was obtained.